Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild detritus adhesion; the outer flow tubing is melted. Based on the device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that 85,000 joules of use and 12:14 minutes, "poor vaporization efficiency" was observed. The procedure was completed using a second fiber. Patient outcome: "no injury" reported.